Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2023).

Event description:
It was reported that during filter placement, the device allegedly failed to expand. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali filter was returned for evaluation. Residue was noted on the filter legs. The filter was returned with all legs present and uncrossed. Therefore, the investigation is inconclusive for positioning problem as the filter was returned deployed and no evidence was provided to confirm this failure. A definitive root cause for the alleged failure to expand issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 05/2023), h11: b5, h6 (device, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during filter placement, the device allegedly had positioning problem. The procedure was completed using another device. There was no reported patient injury.